Event description:
Olympia ic launch clinical study: it was reported that in the hours following a coronary artery drug eluting stenting treatment procedure, the pt experienced a q-wave myocardial infarction (mi), underwent a target vessel reintervention (tvr), and expired. The index procedure treated one target lesion and one non target lesion. The non target lesion received a carbostent sorin stent. Target lesion 1 eas a bifurcated, 3.0 mm vessel diameter, 90% stenoed region of the left anterior descending artery (lad). The lesion was 20.0 mm in length and was moderately tortuous. The physician directly stented the lesion with one taxus liberte 3.00x32 mm drug eluting stent. Residual stenosis was 3% after deployment. A dissection and a side branch occlusion was listed as procedural complications. The dissection was treated with angiopalsty balloon and the branch occlusion was not treated. Shortly after leaving the cath lab the pt experienced a q-wave mi, and was then setn for plain old balloon angiopalsty of the target lesion. Residual stenosis was 20% after tvr. The pt expired later that day of acute mi. In the opinion of the physician all of the events are definitely related to the taxus stent. This product is only "ous" approved, but it is similar to a marked us device.